Event description:
It was reported that after an ablation procedure to treat atrial flutter (af) using an intellamap orion high resolution mapping catheter (orion) the patient experienced pericardial effusion. The procedure was successfully completed on (B)(6) 2023 and the patient returned to the hospital that same day. A thoracotomy was performed, the patient recovered and was discharged from the hospital. No further patient complications were reported; thus, the event is considered resolved. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the intellamap orion high resolution mapping catheter (orion). There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.